Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00222: driver.

Event description:
An aculoc 2 plate was being implanted, using a driver to insert the locking screw. The driver tip broke off and remains in the screw head as it could not be removed.